Manufacturer narrative:
H3: product analysis # (B)(4): product:9560524, lotno:my21e001r the handle screw is stuck on the threaded part at the cable tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility regarding a flex arm. It was reported that flex arm did not move/work. The handle would not turn/rotate. There was no patient involvement as the event occurred during pre-operative setup. There were no further complications reported regarding the event.